Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer screen would not respond to the stylus. It was confirmed that the programmer would not download software. It was also indicated that the electrocardiogram (ECG) connector was loose. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would not respond to the stylus and the programmer would not download software. The programmer was returned for service. There was no patient involvement.